Event description:
Information received indicates the head of the bed is drifting.

Manufacturer narrative:
The technician found the head down valve was contaminated. The technician replaced the valve to repair the bed.